Event description:
The respiratory care partner noted that end-tidal co2 was no longer reading on our monitor and the ventilator began emitting a loud, high-pitched alarm before shutting off. The ventilator was removed and sent to our biomedical team for assessment who then sent it back to the vendor. The vendor reviewed the logs and can see the unit completed the watchdog restart to restore normal operation but unclear what caused the watchdog to restart. The logs indicate the ventilator was on the patient for six days and then paused normal operation for the watchdog restart for twenty seconds.